Event description:
It was reported that during an angioplasty treatment procedure, deflation difficulties were encountered. The lesion being treated was located in an arteriovenous fistula in the arm. The 10.0x40 / 80cm smash balloon completely inflated on the first inflation, but the number of atms reached is unknown. An inflation device was not used in this case. The catheter broke at the hub and when the physician attempted to deflate the balloon, it only partially deflated. The balloon was deflated by performing several negative deflations with a luer lock syringe. The balloon did not remain inflated when removed in an intact state from the pt. The patient remained asymptomatic during this event. Another manufacturer's one-way connector was used and the procedure was successfully completed. No patient injuries or complications were reported. Patient status is reported as "okay."